Manufacturer narrative:
Reported event was confirmed by review of the provided surgical notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: persona natural tibial tray, catalog #: 42530007102 lot #: 62285727; persona fixed bearing articular surface, catalog #: 42522400711 lot #: 62514061; persona all polyethylene patella, catalog #: 42540200032 lot #: 62734990. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08125; 0001822565-2017-08126; 0001822565-2017-08127; 0002648920-2017-00725. Device remains implanted.

Event description:
It was reported that the patient is experiencing pain and had underwent a radiofrequency denervation. No additional patient consequences were reported.